Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/11/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap had stripped threads and was unable to attach to the returned pump or test pump. The cap was difficult to remove.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted anima, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap could not be removed. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment. There was no indication that the product caused or contributed to an adverse event.